Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 95 mg/dl and their sensor glucose read 55 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported experiencing a high blood glucose around 400 mg/dl. The customer also stated they had a low blood glucose event the day prior, their blood glucose was 46 mg/dl. Customer declined to be transferred to the help line. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.